Manufacturer narrative:
According to customer comments and sample evaluation the tubing and the sleeve appear to have been cut, this could not happen under the manufacturing process, it is a common user error, however the dfu specifies. Do not trim or cut the endotracheal tube (not supplied) while the halyard closed suction system is attached, otherwise the halyard catheter may also be cut and that portion of the catheter may be aspirated into the lower respiratory tract of the patient and may cause death or serious injury. Root cause user error. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). One used product was received for evaluation. The distal end of the catheter was inspected for the damage identified in the customer complaint. When viewed under magnification (50x), the distal tip of the catheter was identified as damaged, the missing part of the tip (with black marking) was not returned with the sample and the damaged area appeared jagged. The device history record for m6061t501 was reviewed and the product was produced according to product specifications. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury.

Event description:
It was reported that the catheter tip broke during use and was not recovered. No known injury to patient. No further information has been provided at this time.